Manufacturer narrative:
To date, the device involved in the reported incident has not yet been rec'd for eval. An investigation has been initiated upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation on 08/05/2015. The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. Results: complaint not confirmed - no issues observed. The returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning was required. This device was manufactured on 06/19/2014 and a review of the DHR containing both serial numbers (B)(4) showed that these devices passed the required inspection points without mrrs, reworks or variances. There is no service history for this device. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements.

Manufacturer narrative:
Medwatch with uf/importer# (B)(4) was received from FDA on july 10, 2015. Additional information was received from the customer on july 23, 2015. On (B)(6) 2015, a (B)(6) year old female patient underwent a craniotomy for aneurysm clipping no stereotaxy device was used. The surgeon wanted to apply 80 lbs of pressure for the 3rd clamp (B)(4) the length of time the 3rd was being used until the problem of slippage occurred was less than 5 minutes. The patient incurred a 4cm laceration due to this clamp slippage. The laceration was sutured. The patient had to be re-pinned for each clamped used, for a total of 4 times surgery delay was reported to be longer than 20 minutes because the user - had to go through 3 head holders before they got one (4th radiolucent head holder) that worked correctly. To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info. Linked to mfg report number 3004608878-2015-00183 ((B)(4) clamp) and 3004608878-2015-00185 (B)(4).

Event description:
(B)(4).

Event description:
This is the second of three reports (same patient, same surgery, different product ids, different product problems). This report is in regards to the second a2114 mayfield infinity xr2 skull clamp. When pinning the patient by using the a2114 mayfield infinity xr2 skull clamp, the (B)(6) stated that when locked and under pressure, the side that has the rocker arm was moving and was not stable. The same thing happened when the (B)(6) tried to use the second a2114 skull clamp. The (B)(6) used the a2000 skull clamp during the third attempt at pinning. This clamp would not tighten past forty pounds of pressure. This caused a slip when they released the patient's head. Surgery delay of 20 minutes was reported. Additional information has been requested.